Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been a small number of similar instances reported in the past three years. There is nothing to indicate that this is outside of acceptable rates of occurrence. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. We have not been able to establish a relationship between the reported event and the device. It has not been possible to establish the root cause of the issue. Probable root cause is a procedural error due to incorrect usage by the hcp. It was reported that the dressings caused injury on removal. It was further reported in the supporting documents attached to the complaint that the hcp had admitted that the use of the dressings on the particular wounds treated was not suitable and that the issue was more of an education one, rather than a complaint. As further information from the customer confirmed that the device was not responsible for the harm, and as the alleged event did not involve significant non-transient harm, no clinical review or risk management review are required. The instructions for use for the product provides comprehensive instructions of the operation, use and limitations of the device. The investigation has been closed no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, allevyn life devices caused skin injuries and wounds when dressings were removed. It is unknown how many patients were involved, what procedure was being performed, how was the procedure finished and if there was a delay. No other complications where reported.